Event description:
It was reported that a patient¿s device had been removed ¿almost immediately¿ because she had gotten a (B)(6) infection. She did not have concerns with her device or therapy.

Manufacturer narrative:
Product ID 3093-28, lot # v153771, implanted: 2008 (B)(6), explanted: 2008 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).